Event description:
The consumer via the manufacturer's representative (rep) reported the battery was in a discharged state and was not used for over one year. The patient called the healthcare provider (hcp) to replace the battery. On the day of surgery, the rep interrogated the battery and it was in a discharged state. They tried to hard reset the battery, but it did not work. Surgical intervention occurred. At the time of the report, the issue was resolved. There were no symptoms reported. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-sep-28. The patient stated that their implantable neurostimulator (ins) was replaced because it failed to take a charge, was not able to charge, and it wore out. The patient¿s manufacture representative (rep) told the patient that it was replaced with a 5 year non-rechargeable ins instead to make it more convenient for the patient instead of having to charge the battery. The patient could not remember when the event began or when their rep became aware of the situation as they are (B)(6) years old and their memory is not where it used to be. No further complications were reported/are anticipated.